Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on february 2016 by the arch orthop trauma surgical journal ¿treatment strategies for partial chronic instability of the distal syndesmosis: an arthroscopic grading scale and operative staging concept.¿ the study reviewed 32 patients and identified ankle instability due to a suture granuloma with bioabsorbable interference screws in 2patients during the 1.5-year follow-up period. Ref: colcuc c, fischer s, colcuc s, et al. Treatment strategies for partial chronic instability of the distal syndesmosis: an arthroscopic grading scale and operative staging concept. Arch orthop trauma surg. Feb 2016;136(2):157-63. Doi:10.1007/s00402-015-2371-y.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.